Manufacturer narrative:
E1: initial reporter address - (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak from an unspecified location was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell seven of nine of peritoneal dialysis (pd) therapy. During the troubleshooting, a leak was observed from an unspecified location. Renal therapy services (rts) assisted the customer with clearing the alarm and restarting therapy with all new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.